Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no loss of cautery. No signs of thermal damage and no arcing observed. No fragments fell inside the patient. The failure analysis investigations and in-house testing of the returned product revealed additional observation of broken grip cable and the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. There was no broken conductor cables observed during visual inspection. The instrument passed the continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.